Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 460 mg/dl and treated with a manual injection. The customer stated that the tubing got detached. The customer mentioned that they also experienced low blood glucose of 50 mg/dl and got treated with juice. The customer declined to troubleshoot for high and low blood glucose. The customer's blood glucose was 228 mg/dl at the time of call. The insulin pump will not be returned for analysis.